Event description:
It was reported that "once the doctor got the driver seated firmly into the screw head and started inserting the screw, one of the 'prongs' on the end of the screw driver sheered off. When trying to detach the screw driver from the handle, the connection was stuck and this task was unable to be accomplished, and broken instrument within the body, all metal was able to be retrieved from the pt."

Manufacturer narrative:
Na